Event description:
It was reported that in 2006, while in the or, the dr placed the port via the right subclavian site. As per the physician, the procedure went well. However, one month later, the catheter was found fractured. As a result, the port was removed.

Manufacturer narrative:
Follow-up report will be filed when eval is complete.